Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse replaced the reagent probe b collar wash vacuum valve assembly to resolve the issue. (B)(4). The instrument software version is 5.4.

Event description:
The customer stated that they noticed reagent probe b was dripping in unicel dxc 600i synchron access clinical system. The customer was wearing lab coat, gloves, and protective goggles. The leak was contained within the instrument. There is no report of injury or exposure to the operator and no erroneous results were generated.